Manufacturer narrative:
This is a duplicate complaint of MFR report number 6000034-2012-02081; all future mdrs will be filed under 6000034-2012-02081. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced "shocking" sensation and headaches with stimulation, and the issue could not be resolved.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).